Event description:
Boston scientific received information that this right atrial (ra) lead was fractured in between the suture sleeve and device and exhibited high out of range impedance measurements of greater than 2000 ohms as well as noise. The patient had significant breast tissue and the device was not sutured securely in place. The device migrated and appeared to pull on both leads. The right ventricular (rv) lead is working appropriately however this ra lead had to be explanted and replaced. To date, no additional adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory visual inspection noted that the complete lead was returned fractured and in two segments that were approximately 21 cm from terminal pin. There were apparent coil fractures. There was a suture sleeve remain tie-down found on the lead body at approximately 18.7-21 cm from the terminal pin. All conductor coils were found to be fractured at distal end of the suture sleeve tie-down 21 cm from the terminal pin. The lead was confirmed to be fractured.